Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as the product was not returned for analysis and testing. No corrective action is warranted at this time. The failure mode will be monitored and trended.

Event description:
The patient arrived in cardiogenic shock and had an impella cp placed after approximately 25 minutes of active CPR. The patient had a coronary angioplasty performed while on the imeplla support. The patient was then transferred to the (B)(6) medical center for followup and monitoring. While on support at the second tertiary facility, there was bleeding from the access sites and lungs. The patient needed 5 units of blood product replacement. There was communication with the medical affairs department at abiomed that the bleeding was observed from the impella pump's repositioning sheath.